Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. The right iliac artery is 10mm, 11, 16, 15, 19, 21, 23, 22, 21, 18, 14 from proximal to distal. The left iliac is 11mm, 13, 14, 17, 20, 19, 18, 13 from proximal to distal. It was reported that right after the index procedure the physician stated that the final angio showed narrowing of the right proximal iliac and the pulse felt weaker. The physician placed a 10x25 (express) stent from another manufacturer. The physician stated the cause of the event was anatomy related, (the proximal common measured 10mm and the distal common measured 23 mm so they needed a 28mm flared device). No additional clinical sequelae were reported and the patient is fine.